Event description:
It was reported that during a coronary artery stenting procedure, a malfunction occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician was attempting to implant a 3.00x32mm taxus liberte stent in the lesion, however, it would not cross the lesion. The lesion was not predilated. When the physician removed the stent, it was noted that there was damage to the stent proximal. The procedure was completed with another of the same device. There were no patient injuries and the patient condition is stated as "good".

Manufacturer narrative:
Pt. Over 18 years. A visual and microscopic examination identified proximal stent damage. Struts on row 1 from the proximal edge were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The tip section of the device was damaged when inserting the product mandrel. The device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)